Event description:
It was reported that the user ate a high-carbohydrate seafood meal and entered multiple meal announcements afterward using the ilet system, after which blood glucose rose to 250 mg/dl with no device malfunction reported. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia without the need for medical intervention or hospitalization. Investigation included a review of user-reported blood glucose history, device use history, and adherence to meal announcement guidance with troubleshooting and education provided. Investigation of this case revealed user handling contributed to the event due to incorrect meal size timing and multiple late announcements following a high-carbohydrate meal. It was concluded that the device functioned as designed and that user education regarding timely and accurate meal announcements should mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.